Manufacturer narrative:
The subject device was returned for evaluation. Visual examination of the returned device found corrosion inside the hydrosurg battery case and in the elbow shroud. The irrigation tubing, which runs through the elbow shroud and is self-contained, had a clear liquid noted in the tubing, with no evidence of foreign material. This supports that the fluid path was not compromised as reported. There was no discoloration of the fluid coming from the fluid path. Based on evaluation of the device, fluid leaked into the pump housing and presented in the area the battery housing. Sample evaluation confirms for the reported condition of a fluid leak. Fluid leak presented and passed the lip seal barrier. Excessive rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on our evaluation and the condition of the device the root cause determined to be manufacturing related.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator had a clear fluid with green granules in the irrigation side of the tubing, this leaked out. The procedure was stopped immediately. There was no reported patient injury.